Event description:
During a laparotomy, a co hand control malleable abc handpiece was used with the argon beam coagulator. A spark was noted at the gap between the bendable wand & the handpiece, which burned the pt in two places. A tear was visualized in the black covering at the point the bendable wand attaches to the handpiece.